Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: screen stopped working. Confirmed failure: cosmetic damage lcd panel failure packaging/shipping damage scratched pp filter. Probable root cause: tx main board tx power supply spi3 expansion slot card connectors tx software/vxp firmware use error electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge manufacturing/ service nonconformity connected console malfunction (ccu, sdc). Manufacture date is not known.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.